Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). We received the valve inserted in an unknown liquid. At the time of submission for investigation, the valve was set to pressure range 10 cmh2o. Summary: first we performed a visual inspection with valve. Apart from slight scratches on the housing, we could not detect any deformations or other abnormalities to investigate if the valve maybe is blocked, we performed a penetrability test. The test results that the valve was penetrable. For further information we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was possible to adjust the valve in all pressure ranges, even though with a high pressure application. The measurement of the braking force could additionally confirm that a high pressure was necessary to adjust the valve, even though the measured value was within the accepted tolerance. We could not determine why it was not possible to re-program the valve in the past. But we can confirm that a higher force was necessary to release the brake. We assume that necessary force for release the brake, combined with a thick skin, have caused difficulties with the adjustment in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav valve was difficult to reprogram postoperatively. The patient was originally implanted on an unspecified date. The valve was explanted and returned to the manufacturer for evaluation. The event date was noted as (B)(6) 2016. Further details were not provided.